Event description:
The customer tested her blood glucose using her breeze meter and a reli-on meter. The breeze meter read 107 mg/dl, while the reli-on meter read 337 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation. The customer was sent a breeze2 meter kit.